Manufacturer narrative:
Therapy head leaking water. Malfunction occurred during the lithotripsy procedure and the patient was under anesthesia. There was a 1 hour 45 minute delay while the patient was under anesthesia due to a technical support call in an effort to correct the malfunction. The physician aborted the procedure and no patient injury was reported. The device was repaired during a service call and is fully operational.

Event description:
Therapy head leaking water.